Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4)

Event description:
Litigation alleges pain, elevated metal ion levels, inflammation, skin rashes and fatigue. Update 12/10/13 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. Part/lot information was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on 12/12/13. Update rec'd 5/19/2015- medical records received from legal. Patient was revised to address adverse local tissue response and elevated metal ion levels. Upon revision, trunnion corrosion, serous opaque fluid, a pseudotumor, and granulomatous debris were noted. The cup and stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on 6/3/2015.